Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he believes that his infusion sets were not giving him insulin. He said that he got a no delivery alarm. He changed out everything and received another no delivery and could not push insulin through with the plunger. Customer's blood glucose was 574 mg/dl. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that insulin pump was working as designed. After troubleshooting, advised him that he was not supposed to reattach the transfer guard to the reservoir after detachment. He stated that he did so in order to put more insulin in the reservoir. Now the cap is leaking insulin. Customer declined high blood glucose troubleshooting. He treated with shots. The product will be returned for analysis.